Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer responding to the field notification letter. The drive support disk was protruded for the past six months. Advised customer to discontinue use of the insulin pump. Customer has held the drive support disk during manual prime/fill process. Customer advised not to manipulate or push drive support disk. Nothing further reported.